Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 16may2018, which appeared visually weak positive. The camera report appeared optimal. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On 16may2018, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument on (B)(6) 2018.